Manufacturer narrative:
Unit received with partial display. Unit received with a cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to cracked glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.